Manufacturer narrative:
(B)(6). (B)(4). Neither device nor applicable imaging studies returned to manufacturer for evaluation.

Event description:
It was reported that on (B)(6) 1996, the patient underwent pelvic ultrasound. Conclusion: there is a large right ovarian cyst with measurements. Otherwise normal pelvic ultrasound examination. On (B)(6) 1996, the patient elective sterilization and right ovarian cyst. The patient underwent right ovarian cystectomy, bil. Tubal fulguration. On (B)(6) 1996, the patient presented with subcortical hemorrhage of the ovaries bilaterally, and chronic pelvic pain. The patient underwent the following procedure : total abdominal hysterectomy bilateral salpingooophorectomy. On (B)(6) 1997, the patient presented with pelvic pain. In august an ovarian cyst was discovered, it was felt at one point to be 7 cm, it was removed laparoscopically. The patient underwent right left duplex ultrasound. Impression: pelvic pain recurrent. Status-post hysterectomy. On (B)(6) 1997, the patient presented with bladder pain. The patient underwent cystology. On (B)(6) 1998, the patient underwent mammogram cc and mlos are compared with previous films dated (B)(6) 1996. Impression: no specific radiographic features of malignancy. The density of the breasts could obscure an underlying process. Therefore this report should not preclude further evaluation if there are clinically suspicious findings. On (B)(6) 1999, the patient underwent x-ray for abdomen. Impression : essentially normal abdomen. On (B)(6) 1999, the patient underwent x-ray and CT scan for abdomen with contrast and pelvis included. Conclusion: 1.3 cm spiculated nodule right lung base; due to its location and appearance, the possibility of focal fibrosis or rounded-like atelectasis is considered, however, correlation and follow up for possible neoplastic nodule is required due to the appearance. Otherwise unremarkable CT abdomen and pelvis. On (B)(6) 1999, the patient underwent x- ray and CT scan for chest with contrast. Conclusion: 1.3 x 0.7 cm nodule at the right lung base. The nodule has a non specific appearance. However it is most likely due to a focal area of fibrosis. This nodule should be followed with a follow-up CT scan to evaluate for stability(4 months). On (B)(6) 1999, the patient underwent x-ray and CT scan for chest with no contrast. Conclusion: stable to decrease in right lung base probable focal fibrosis. On (B)(6) 2000, the patient underwent x-ray and screening mammogram, bilateral. Impression: negative mammogram. No significant interval change. Recommend continued annual screening mammography. Dense parenchyma limits mammographic sensitivity. Physical exams assume a greater role in these patients. On (B)(6) 2001, the patient underwent x-ray and MRI for abdomen with /without contrast. Impression: 1.5 cm right lower lung lesion. A similar lesion was described on the previous CT report of (B)(4) 1999. A follow-up CT of the chest may be helpful for direct comparison to the older study to document stability of this lesion. Mr of the abdomen is within normal limits. If patient's pain persists , consider mr of the pelvis for further evaluation. On (B)(6) 2001, the patient underwent for x-ray and MRI for pelvis with no contrast. Impression: status post hysterectomy. The ovaries are not identified. Otherwise, the MRI examination of the pelvis is normal. On (B)(6) 2004, the patient underwent an MRI. MRI revealed degenerative disc at ls-s1, dark disc, some loss of disc height, no major herniation, minor disc bulge at this level, relatively patent canal. On (B)(6) 2005, the patient presented with low back pain radiating to the left lower extremity. She underwent an x-ray of the lumbar spine and lower ap pelvis. X-ray reveals grade-I spondylolisthesis of ls on s1 with what appears to be a pars defect of l5. On (B)(6) 2005, the patient presented with severe back, buttock, and some radiating leg pain. She has had bilateral spondylolysis and a grade-1 spondylolisthesis, a degenerative disc with protrusion into the foramen with some motion on flexion and extension. On (B)(6) 2005, the patient was diagnosed with l5-s1 spondylolisthesis and l5-s1 pars defect. The patient underwent the following procedures: anterior left-sided retroperitoneal approach to the lumbar spine, l5 to s1. Anterior diskectomy at l5-s1. Partial corpectomies at l5-s1. Anterior lumbar interbody fusion, l5 to s1. Use of femoral ring allograft, l5-s1. Use of rh-bmp2/acs for anterior lumbar interbody fusion. Use of intraoperative radiographs for vertebral level localization. Muscle sparing anterior abdominal extra-peritoneal approach for anterior lumbar interbody fusion- 1level. Mobilization of the left iliac artery. Mobilization of the left iliac vein. Exposure of anterior surface of the spine. Per op notes partial corpectomies were performed on the endplates using the high speed large radius bur. The p11 was released off the posterior vertebral body and diskectomy was continued back to the posterior longitudinal ligament and carried out towards the foramen bilaterally. After preparation of the interbody space a templated size 15 interbody template was malleted into place. The fit was excellent. We then used the allograft size 15 lor doticxxxx and impacted this into place. Rh-bmp2/acs was also packed inside the femoral allograft ring. The wound was irrigated copiously and we began our closure at that point in time. The anterior rectus sheath was closed with a running 0 vicryl. On (B)(6) 2005, the patient presented with severe back pain. She also had some abdominal pain and right leg pain. She had a myelogram of the lumbar spine. No gastrointestinal significant data was obtained. Conclusion: small-to-moderate size left lateral extradural impression on the thecal sac at the mid-ls level, just inferior to the left l5 axillary root sleeve. A very tiny extradural impression is seen on the right at the mid-l5 level. There is no anterior or posterior extradural impression on the thecal sac identified to suggest a large epidural hematoma. At ls-s1, there has been prior laminectomy with transpedicular screws bilaterally, placement of recent bone graft material from l5 to s1 and with bone allographic plug at l5-s1. The patient underwent CT scan. Conclusions: status post recent laminectomy and fusion at l5-s1, as noted above. There is no bony central canal compromise. The soft tissues in the spinal canal at the level of the laminectomy are isodense to soft tissues in the laminectomy bed, and therefore the thecal sac is dot evaluated adequately on this examination at the level of the surgery on these scans without intrathecal contrast. The patient also underwent ER of the chest. Mild subsegmental atelectasis left midlung and right lower lobe. Small oval density in right midlung. This may represent a eembinarion of linear and nodular fibrosis. The possibility of a small pulmonary nodule is not excluded. When clinically feasible, a standing pa and lateral chest x-ray is recommended for further evaluation. On (B)(6) 2005, the patient presented for gastroenterology consultation. On (B)(6) 2005, the patient was discharged. On (B)(6) 2007, the patient presented with post laminectomy pain syndrome with right l5-s 1 radiculopathy, post lumbarfusion at l5-s 1 with pedicle screws. She underwent the following procedure : caudal epidural steroid injection with temporary epidural catheter placement under fluoroscopic guidance. On (B)(6) 2007, the patient was admitted due right lower extremity radiculopathy due to protrusion of pedicle screw into spinal canal. The patient underwent the following procedure: resection of scar, removal of lumbar spinal implant, right lumbar 5-sacral 1 revision foraminotomy. Indication was for a pars defect for chronic low back pain and left lower extremity radiculopathy. CT scan obtained showed a right l5 pedicle screw to be protruding into the spinal canal. Impression: status post l5 laminectomy and l5-s1 disc allograft placement. Baseline, with no complications. On (B)(6) 2007, the patient visited the office for follow up and medication . On (B)(6) 2007, the patient was diagnosed with post l5-si fusion with pedicle screws, followed by removal of fusion hardware now with right l5-s I radiculopathy. She underwent the following procedure: caudal epidural steroid injection with temporary epidural catheter placement to l5-si under fluoroscopic guidance. (B)(6) 2008, the patient was diagnosed with right ls-s1 radiculopathy, status post lumbar fusion with removal of hardware at l5-s1. She underwent the following procedure: dorsal column spinal stimulator implant for trial with fluoroscopic guidance. On (B)(6) 2008, (B)(6) 2010, the patient presented with chronic low back pain with right l5-s1 radiculopathy. Status post l5-s1 fusion. Indwelling spinal cord stimulator. She underwent the following procedure: caudal epidural steroid injection with temporary epidural catheter placement to l5-s1. On (B)(6) 2008, the patient presented for an office visit for a neurological exam. Impression: she underwent a percutaneous stimulator trial with the stimulator going up to t8. She had some diaphragm buzzing, but she had really nice relief of her right leg pain and she was quite pleased. On (B)(6) 2009, the patient was presented for follow up and medication refill. The patient was diagnosed with chronic pain syndrome, low back indwelling spinal cord stimulator and status post lumbar fusion with instrumentation at l5-s1 with low back pain and right lumbar radiculopathy , depression and on antibiotic for infection. On (B)(6) 2009, the patient was presented for follow up and medication refill. The patient was diagnosed with chronic pain syndrome, low back indwelling spinal cord stimulator and status post lumbar fusion with instrumentation at l5-s1 with low back pain and right lumbar radiculopathy , depression and contac dermatitis lefthand . On (B)(6) 2008, (B)(6) 2009, (B)(6) 2010, the patient was presented for follow up and medication refill. The patient was diagnosed with chronic pain syndrome, low back indwelling spinal cord stimulator and status post lumbar fusion with instrumentation at l5-s1 with low back pain and right lumbar radiculopathy and depression. On (B)(6) 2010, (B)(6) 2012, (B)(6) 2013, the patient was presented for follow up and medication refill. The patient was diagnosed with right l5-s1 radiculopathy, right l5-s1 facet joint dysfunction , chronic pain syndrome, low back indwelling spinal cord stimulator and status post lumbar fusion with instrumentation at l5-s1 with low back pain and right lumbar radiculopathy and depression. On (B)(6) 2011, the patient was diagnosed with right l5-s1 radiculopathy and status post l5-s1 fusion with instrumentation and removal of hardware. The patient underwent the following procedure of caudal epidural steroid injection with temporary epidural catheter placement to l5-s1 under fluoroscopic guidance. On (B)(6) 2011, the patient was presented for follow up and medication refill. The patient was diagnosed with right l5-s1 radiculopathy ,chronic pain syndrome, indwelling spinal cord stimulator and status post lumbar fusion with instrumentation at l5-s1 with low back pain and right lumbar radiculopathy , depression and medication management. On (B)(6) 2011, the patient presented with the following complaint: urinary urgency and feeling like she does not empty. Assessment: overactive bladder probably secondary to a combination of atrophic vaginitis as well as the neurologic etiology from her back. On (B)(6) 2011, the patient was diagnosed with right l5-s1 radiculopathy, left l5-s1 radiculopathy and status post l5-s1 fusion with instrumentation and removal of hardware. The patient underwent the following procedure of caudal epidural steroid injection with temporary epidural catheter placement to l5-si under fluoroscopic guidance. On (B)(6) 2011, (B)(6) 2012, the patient was presented for follow up and medication refill. The patient was diagnosed with chronic pain syndrome, low back indwelling spinal cord stimulator and status post lumbar fusion with instrumentation at l5-s1 with low back pain and right lumbar radiculopathy , depression and medication management. On (B)(6) 2011, the patient was diagnosed with right l5-s1 radiculopathy, chronic low back pain, status post l5-s1 fusion with instrumentation and removal of hardware. The patient underwent the following procedure of caudal epidural steroid injection with temporary epidural catheter placement to l5-s1. On (B)(6) 2012, the patient was diagnosed with bilateral l5-s1 radiculopathy with low backpain and status post l5-s1fusion with instrument and removal of hardware. The patient underwent the following procedure of caudal epidural steroid injection with temporary epidural catheter placement to l5-s1. On (B)(6) 2012, the patient was presented for follow up and medication refill. The patient was diagnosed with right l5-s1 radiculopathy, chronic pain syndrome, low back indwelling spinal cord stimulator and status post lumbar fusion with instrumentation at l5-s1 with low back pain and right lumbar radiculopathy and depression. On (B)(6) 2012 the patient underwent CT myelogram lumbar with contrast due to low back pain and ,lumbar radiculopathy. On (B)(6) 2012, the patient was examined for fluoro lumbar myelogramict lumbar myelogram examination. Impression: postoperative changes at l5-s1. Otherwise, normal CT lumbar myelogram. On (B)(6) 2012, the patient was diagnosed with bilateral l5-s1 radiculopathy with low back pain, left worse than the right side and status post l5-s1 fusion with instrumentation and removal of hardware. The patient underwent the following procedure of caudal epidural steroid injection with temporary epidural catheter placement to l5-s1 under fluoroscopic guidance and with sedation. On (B)(6) 2013, the patient was diagnosed with recurrent low back pain secondary to facet joint dysfunction at the l5-s1 bilaterally, status post lumbar fusion with instrumentation at l5-s1 and indwelling spinal cord stimulator. She went under bilateral l5-s1 facet joint injection with fluoroscopic guidance and sedation procedure. On (B)(6) 2013, the patient was presented for follow up and medication refill. The patient was diagnosed with right l5-s1 radiculopathy, right l5-s1 facet joint dysfunction , left l5-s1 facet joint dysfunction , chronic pain syndrome, low back and indwelling spinal cord stimulator. She was diagnosed with status post lumbar fusion with instrumentation at l5-s1 with low back pain and right lumbar radiculopathy and depression. On (B)(6) 2014, the patient was presented for follow up and medication refill. The patient was diagnosed with right l5-s1 radiculopathy, right l5-s1 facet joint dysfunction , left l5-s1 facet joint dysfunction , chronic pain syndrome, low back and indwelling spinal cord stimulator. She was diagnosed with status post lumbar fusion with instrumentation at l5-s1 with low back pain and right lumbar radiculopathy and depression. On (B)(6) 2014, the patient was diagnosed with degenerative lumbar disk disease with chronic low back pain, secondary to facet joint disease, post l5-s1 fusion and indwelling spinal cord stimulator that was really not functioning. The patient underwent the following procedure right l4-l5 and s1 radiofrequency ablation with fluoroscopic guidance. Left l5-s1 facet joint injection with fluoroscopic. On (B)(6) 2014, the patient was presented for follow up and medication refill. The patient was diagnosed with post rf of the right l4, l5 and s1 medial branches, and facet injection of left l5-s1 facet joint. The patient was diagnosed with right l5-s1 radiculopathy, right l5-s1 facet joint dysfunction and left l5-s1 facet joint dysfunction. The patient was also diagnosed with chronic pain syndrome, low back (338.40) , indwelling spinal cord stimulator, status post lumbar fusion with instrumentation at l5-s1 with low back pain and right lumbar radiculopathy and depression.